Manufacturer narrative:
Devices' photo evaluation completed on december 24, 2024: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation, late seroma, local reaction mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
Safety_note]impacted product number:ip-02255044/product name:smooth hpg, 450cc/notes: it was reported that a 43-year-old female patient who underwent breast augmentation revision surgery with mentor smooth hpg, 450cc gel breast implants on(B)(6)2023 was diagnosed with a left-sided breast implant rupture. Per the information provided, the patient experienced a left-sided intracapsular rupture breast implant, accompanied by a late seroma. The patient presented with pain in the left breast, inflammation, and erythema. Imaging was performed, which showed abundant periprosthetic fluid. Breast implant removal surgery was performed on (B)(6)2024.